Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that his tubing came off and that his blood glucose is high. His blood glucose at the time of incident was 546 mg/dl. The customer does not feel any symptoms of high blood glucose. Troubleshooting was initiated for the hyperglycemia. The customer stated that he will contact his health care provider for further assistance. No products were returned or shipped.